Event description:
Reportedly, the sulu disengaged from the instrument handle after firing it and remained closed on the tissue. The dr then decided to apply another sulu on both sides of the initial closed sulu to remove it from the site and complete the case without further incident. Procedure: laparoscopic gastric bypass.